Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient developed an infection at the receiver/stimulator site, and experienced an extrusion of the receiver/stimulator. The patient was treated with oral antibiotics twice a day for a duration of 7 days. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.